Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient was reported to have a challenging anatomy. Two calcification spikes were observed down into the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22mm, non-abbott balloon. During the procedure, on 80 percent, the valve was placed approximately at a depth of 4.5mm on the non-coronary cusp (ncc) and 1mm on the left-coronary cusp (lcc). It was also reported that it was difficult to assess the depth since the contrast media not reaching the ncc resulted in a minor migration towards the aorta. An incomplete stent opening (iso) was observed. Post-implant, post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 23mm, non-abbott balloon. A 26mm, non-abbott valve was implanted within the index valve by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believed the cause of migration high position pre-release and due to the post-bav performed at a higher depth. On the following day, the patient was reported to be discharged.